Event description:
The customer reported to customer service that she has mastitis and believes it was the result of being unable to effectively pump with her breast pump. She tried both 24mm and 27mm breast shields, but the entire areola was pulled in with either shield.

Manufacturer narrative:
Customer service sent the customer 21mm breast shields. Attempts to f/u with the customer to get add'l complaint info and to find out if the replacement breast shields resolved her issue were unsuccessful. Attempts to f/u will continue. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. This customer's issue appears to be the result of improper breast shield sizing and not the result of a product malfunction. It cannot be definitively concluded that the pump caused or contributed to the mastitis. Complaints will be monitored for similar issues.